Event description:
Event description guidant received information that at 22.5 month post implant this implantable cardioverter defibrillator (ICD) was unable to be interrogated and exhibited a pulse generator fault message. Technical service recommended device replacement. The device was explanted and returned to guidant for analysis. A new guidant ICD was successfully implanted.